Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net transmissions. It was noted that the implantable cardiac monitor exhibited false pause episodes due to undersensing. The undersensing was due to pocket maturation. No intervention was performed. There were no reported patient symptoms due to the event.